Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that his dad's insulin pump had critical pump error and also had an unspecified pump error. The customer¿s blood glucose level was unknown. It was reported that they had issue with the insulin pump and had a x mark book and question mark icon. It was reported that they received a critical pump error image on the pump screen. It was reported that they had received a pump error before critical pump error. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced.  The insulin pump will be returned for analysis

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify e/a alarm due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.